Event description:
Pt called in 2002 alleging that their one touch ultra meter had display issues. Pt stated that their meter has a very faint display. In addition, pt stated test strips have to be forced when inserting them to test. Pt indicated that they were in a nursing facility to monitor their glucose levels. Pt stated they were very high and was taken previously to the hospital due to this issue. A reading of 456mg/dl is documented. Pt indicated that "the hospital gave them food, IV, and also insulin medication". No further info has been reported.